Manufacturer narrative:
General information: we received a complaint about a foreign particle in a sterile packed disposable pair of scissors. The unused product is available for investigation. Consequences for the patient: according to the available information, there were no negative consequences for the patient. Investigation: the device is unused, the fragment has been provided in a plastic shell. Vigilance investigator carried out the pictorial documentation visually and microscopically. Investigation was carried out by the responsible q-coordinator of the production plant. According to the specification valid at the time of production, the device must be free of particles, see sa-de13-m-5-2-04-095-0-c. The particle probably originates from a foil core and was not noticed during the final inspection. Batch history review: the traceability of articles with batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to a manufacturing error. Corrective action: sensitization of the employees. Creation of an error visualization and instruction of the employees based on the error visualization.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with metzenbaum adtec single use dissecting scissors. It was reported that at the preparation for the surgery, a blue foreign particle on the handle was confirmed. Thus, the surgeon has used the other product for the surgery. This product is brand new and has never been used. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).